Event description:
It was reported that this pacemaker recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Technical services (ts) recommended continued monitoring until radio frequency (rf) telemetry is disabled, after which time device replacement is advised. It was also noted that the device exhibited oversensing of noisy signals on the right ventricular (rv) lead channel, which resulted in pacing inhibition. Ts suggested troubleshooting actions. No additional adverse patient effects were reported. As of today, this device remains in service.